Event description:
The customer reported the unit would not power on. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. The field service engineer (fse) evaluated the device and could not duplicate the reported problem. The fse replaced the cpu board as precautionary. The unit is now back in service.